Event description:
The customer reported that erroneous total human chorionic gonadotropin (tbhcg) results were generated from a unicel dxi800 access immunoassay systems for two patient samples over three days. This report represents the erroneous total human chorionic gonadotropin (tbhcg) results generated on a unicel dxi800 access immunoassay system for two, same-patient samples on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that the testing of both samples initially generated erroneously elevated bhcg results, above the normal reference range. Upon repeat on the same instrument the repeat results were lower, within the normal reference range, and considered valid. The initial bhcg results were reported from the laboratory and the patient was informed that she was pregnant based upon the initial bhcg results. An ultrasound was later administered to confirm that the initial results were, in fact, erroneous, and that the patient was not pregnant. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that tbhcg quality control results were within customer established specifications during the timeframe of this event. The tbhcg samples were collected in plasma and serum tubes.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) found no issues with the instrument on 01/13/2012. The fse returned to the site on (B)(4) 2012 to address pump errors observed by the customer. The fse cleaned the pump components, re-installed the components, and primed the instrument. The instrument was verified via completion of an instrument assay quality assurance assessment which yielded acceptable results. While repairs were performed to the instrument, a definitive root cause for the event is unknown. Associated mdrs: 2122870-2012-00220, 2122870-2012-00335, 2122870-2012-00336.